Manufacturer narrative:
The returned ingenio device was analyzed. Visual inspection noted no damage or defects. It was confirmed that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. A cross-functional investigation determined that the unexpected change in observed longevity is due to a mismatch between the actual battery voltage and the expected battery voltage per the nominal battery discharge model (which represents how the device's battery voltage typically decreases over time).

Event description:
It was reported that this implantable pacemaker was explanted and replaced due to suspicions of premature battery depletion. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was explanted and replaced due to suspicions of premature battery depletion. This device is expected to be returned for analysis. No further adverse patient effects were reported.